Manufacturer narrative:
H10: the lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. The device was not returned for evaluation. The investigation is inconclusive for the reported failure to fire as no objective evidence was provided for review. The malfunction reassessed for reportability and determined to be no longer reportable. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10:g4 h11: b5, g1, h6 (device code, method, results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1816 biopsy instrument allegedly experienced failure to fire. This information was received from one source. This malfunction involved one patient with no patient consequence. The age, weight, and sex were not reported for the patient involved.

Manufacturer narrative:
The device has been returned for evaluation; the investigation identified failure to prime and foreign material. However, the investigation was unable to identify failure to fire. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1816 biopsy instrument allegedly experienced failure to fire, foreign material present in device, and failure to prime. This information was received from one source. The failure to fire, foreign material present in device, and failure to prime involved one patient with no patient consequence. The age, weight, and sex were not reported for the patient involved.